Manufacturer narrative:
The insulin pump received with blank display, problem isolated to mother board. No audio/beep anomaly noted. Unable to confirm button/keypad unresponsive and unable to perform any tests due to blank display. The insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump had a blank screen display and buttons were not responding. Display screen later returned but buttons were not responding and there was a constant tone on pump. Customer's blood glucose was 187 mg/dl. Troubleshooting could not be done as customer was not available with insulin pump.